Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a check heater line alarm, which occurred on the homechoice during use during fill 1. The patient was connected. The patient stated they changed out the bag and they were still receiving the alarm. The baxter technical service representative (tsr) explained that is was not safe to just change the bag without changing the entire setup. The tsr assisted the patient with ending therapy so the patient could start over with new supplies. The patient would set up with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011, regarding the reported check heater line alarm and the patient changing out the bags and not the cassette. The rn stated they had not been made aware of this occurrence. Baxter product surveillance recommended a review of the proper procedures. The rn stated the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.